Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed on the right ventricular lead. No electrical anomalies were detected. Lead was explanted.